Event description:
Patient had two vein grafts anastomosed with aortic connectors. Seven months postoperatively, cardiac catheterization demostrated both grafts were occluded and brachytherapy was performed. The patient had a history of hypertension.